Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported field event was confirmed after performing longevity calculations. Based on device settings and usage, longevity was found to be below expected limits. No source of high current was found throughout testing. The battery was sent to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature depletion.

Event description:
It was reported that the device exhibited premature battery depletion.